Manufacturer narrative:
Complaint no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event two days after onset. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with unspecified antibiotics (dose and frequency not reported) for the event. The patient was discharged from the hospital five days later and reported to have recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.